Manufacturer narrative:
E1 initial reporter phone:(B)(6)

Event description:
It was reported that the front end of the device ruptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified heart. A 6f guidezilla ii was selected for use. During procedure, it was noted that the device connection at the tip was ruptured. The device was removed normally. The procedure was completed with another of the same device. There were no patient complications and patient was stable post procedure.